Manufacturer narrative:
The lot number for the device is unknown. Therefore, a review of the device history records could not be performed. The sample has been returned to the manufacturer for evaluation. The investigation is currently underway.

Event description:
It was reported that the pta balloon could not be deflated after an inflation was performed in the upper arm. A needle was used to pierce the balloon and deflate it, and the catheter was removed in its entirety without further incident. Another pta balloon was used to complete the procedure. No report of injury to the pt.